Manufacturer narrative:
One device was returned for analysis. Visual inspection found missing hardware and battery. Review of the event history log (ehl) showed system errors. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to the missing hardware. As a result, the plunger carriage assembly was reassembled, battery replaced, and the sensors were recalibrated. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the device exhibited, "check plunger/lever message". There was unknown patient involvement.

Manufacturer narrative:
E1: reporter address 1: (B)(6) hospital .investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.